Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the surgery the wand did not activate. No patient injuries or significant delay reported. Surgery was finished using a competitor device. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: h2, h3, h6, g4. The device, used in treatment, was returned for evaluation. A review of manufacturing records for the reported lot number found no non-conformances or anomalies during manufacturing process related to the reported event. A complaint history review found no related failures; this failure mode will be trended to assess for any necessary corrective actions. There was a relationship found between the returned device and the reported incident. Visual inspection under magnification of the wand shows minimal electrode and screen erosion with contamination/discoloration and scratch/scuff marks on the spacer and cap. There were no manufacturing abnormalities found on the device. Prior to the functional testing the resistance of the r2 was measured to be 1049ohms during functional evaluation the device was connected to a compatible quantum2 controller and did not work. An error e-7 occurred. After bypassing the error e-7 the device performed as intended; the suction line was tested and performed as intended. The complaint was not verified, as the device creates plasma as intended after bypassing the error e-7; there are several root causes that could have contributed to the e-7 error. The rf controller may have been turned off following connection of the wand or source power may have been interrupted prior to wand activation. Other factors that could contribute to an e-7 error include disconnecting the wand from the controller after power has been turned on, previous use or incorrect power cycling of the controller. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution. There were no indications during manufacturing record review that would suggest that the devices did not meet product specifications upon release into distribution.